Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after deployment of the supera stent during device removal inadvertent interaction with the introducer sheath resulted in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d3 - MFR establishment name, address 1, city, postal code: updated.

Event description:
It was reported that the popliteal artery was prepared with a non-abbott 5x4 mm balloon dilatation catheter inflated to 14 atmospheres for 120 seconds. Atherectomy was performed in the stenotic and calcified vessel. After deployment of the supera stent, it was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. There was no waist noted on the deployed stent or proximal end of the lesion. The thumb slide was fully retracted to the start position and both the system and deployment levers were locked prior to removal of the self-expanding stent system (sess) under fluoroscopy. The physician rotated the system lock and the deployment lock into the locked position. Resistance was met while removing the sess from the anatomy. Once the supera was pulled out of the body, the physician noticed a piece of the supera nose cone was lodged in the introducer sheath while fluoroscopy was active. Because of this, they pulled the rest of the introducer sheath and sess out of the body. All of the supera stent delivery system was removed from the patient anatomy, including all segments of the separated section. A new introducer sheath was inserted to continue the procedure. Although a second stent was deployed proximal, the physician had planned on deploying two stents. No patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.